Event description:
Facility alleges transducer protector leaked and lost pressure causing blood to flow into monitor line and fill the transducer. Device required frequent changes. Attempt to change wet device caused blood to splash on handler causing individual into isolation. Blood work evaluated and no injury reported.